Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display and was not working. The customer reported that they tried 4 different batteries. Troubleshooting was not performed at the time of call. The customer reported 9.4 mmol/l at the time of incident. Product is not expected to return.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with blank display due to the battery cap missing the metal contact. Installed a test battery cap and continued testing. Insulin pump passed the self-test, sleep current measurement, active current measurement, and the displacement test. Insulin pump was received with scratched case, keypad overlay peeling, pillowing keypad overlay, and minor scratched lcd window.